Manufacturer narrative:
Correction: b5: field should reflect device is an implantable cardioverter defibrillator.

Event description:
It was reported during a generator change, the new implantable cardioverter defibrillator requested would not accept the patient's chronic lead. Another implantable cardioverter defibrillator was used to successfully complete the procedure. No adverse patient consequences were reported.

Event description:
It was reported during a generator change, the new device requested would not accept the patient's chronic lead. Another device was used to successfully complete the procedure. No adverse patient consequences were reported.